Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation in a saphenous vein graft in the right coronary artery (sgv). The 3.5x19mm graftmaster rx failed to cross due to interaction with a previous implanted stent at the proximal anastomosis of the sgv. Another unspecified graftmaster rx was used to successfully seal the perforation. There were no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.